Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that no foam reagent filled the hydropneumatic tray of the unicel dxc 600 synchron system and was dripping onto the floor underneath the instrument. Customer asked the customer technical specialist generate a service request. On the same day, the field service engineer inspected the instrument and replaced the broken y-fitting, which resolved the no foam leak issue. Customer stated that neither patients nor instrument operators were harmed or affected by the instrument issues.